Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a pyxis not showing new orders. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not showing new orders. A technical support specialist had reviewed the es server and had found no interface-down notices, with messages current and processing and no station communication issues. Tss had requested a patient/order example when none had been provided, had called the case contact and had confirmed the order in the patient profile on the es server while the order had not been showing on station. Tss had noted that station had been in critical override [co], had asked the customer to verify the order after taking the device out of critical override [co], and had received a callback confirming that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.